Event description:
A surgeon reported 20 lasik retreatments on eyes due to the fact that this surgivision data link access was cut-off immediately. The surgeon reported patients were retreated and are satisfied and are not complaining of on-going issues. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).